Event description:
It was reported that the pt complained about pain and loud acoustic sensations, and had facial nerve stimulation. The pt was not able to wear the external device. The child was known to be playing on a slide so may have fallen or experienced electrostatic discharge near his implant. The pt was seen in 2007, for integrity testing. Results of integrity tests were consistent with a receiver/stimulator malfunction. Cochlear recommended reimplantation; however, no surgery plains have been reported.